Event description:
Customer reported that the unit gave a gas loss error during a pre-use test. No patient was involved.

Manufacturer narrative:
The product device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformance's related to the reported event. The company service representative examined the unit and found that the third part of patient interface module leak test and second part of drive manifold leak test were failing. Replaced the safety disk (p/n 0202-00-0140) and unit passed all leak tests. Performed the functional tests and met the factory specifications. The unit was released to the customer. The replaced safety disk was sent to (B)(4) for evaluation. The part was installed into a cardiosave test fixture and performed patient interface module test in diagnostics mode. (B)(4) verified the safety disk failing leak test. Safety disk failed pressure differential test. The failure is confirmed. The safety disk evaluated is not repairable and will not be sent to the supplier. (B)(4) is holding the part as per internal procedure. No acton is required at this time for this confirmed failure. Failure evaluation reports will be reviewed on a monthly basis (post market data review meeting) to identify trends that may require further action (e.g. Fir/ CAPA). (B)(4).